Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
Previously reported by the manufacturer: a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. New information: the power management pca was returned to the product investigation lab (pil) for further evaluation and the technician was unable to duplicate the reported error code. The power management pca passed all power source testing and there was no problem found. The pil has determined that the power management pca operates as designed. The device was scrapped. Correction to box d: product UDI#. New evaluation information added to box h.